Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an onsite investigation. The service rep reseated lemo connectors. The system was tested and found to be working as intended and put back in service.